Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported, the infusion set is leaking. Patient stated the issue occurred a couple of days after inserting. Patient reported feeling dampness when insulin leaked to the clothing. Patient reported experiencing elevated blood glucose levels up to 10 mmol/l (180 mg/dl) after the infusion set was in a couple of days. Patient's normal blood glucose level was not provided. Patient stated, the luer lock was not secure between the infusion set tubing and the infusion set cannula. Patient reported, the luer lock has detached. Patient uses the insertion assist plus device to insert the infusion sets. Patient stated, the issue first occurred a couple of months ago and has happened 40% of the time. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.